Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not starting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the app doesn't initialize, and the screens don't turn on. Review of the log file showed ¿no communication between fdc and detector¿. The philips field service engineer (fse) inspected the system onsite and confirmed a failure was found in the power supply from the generator. Fse replaced the fuse for power in the control room, and fse noticed short-circuit problem in workstation, which caused to cpu power supply failure. Customer insisted on replacing the flexvision pc. Fse replaced power supply is replaced in pc dell precision. After the replacement of flat power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.